Event description:
It was reported to baxter canada that a colleague infusion pump experienced a battery issue. Baxter's review of the device event history determined a battery depleted set alarm interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. This device is an unremediated colleague pump with a user interface module software version of 5.06.00. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The reported condition of a colleague infusion pump with a battery issue was confirmed during product evaluation as a depleted battery alarm. This condition was caused by depleted and main batteries. The main batteries and battery harness were replaced at the facility to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).